Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep had been present for the polyclinical visit but had not attended the or¿s. The revised devices were 2 revisions of a lead, both in 2024. Specific date is unknown, but procedures were performed in (B)(6). The revisions were for lead revision. During the revisions, lead replacement was done. The outcome was a working lead. The items had been discarded by the customer.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, explanted: (B)(6) 2024, product type lead. Product ID 977a260, serial# unknown, explanted: (B)(6) 2024. Product type lead. Explant dates for the leads are month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown: explanted: (B)(6) 2024. Product type lead product ID 977a260. Serial# unknown: explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the revisions on (B)(6) 2024, it was stated that impedances needed for therapy >10.000 ohms. Implant, explant, and device info unknown.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had several revisions last year. Additional information received reported that it was unknown how many revisions actually took place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.